Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint, "surgeon stated vse was not sealing when using it." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed the electrical continuity, energy delivery, cut, grip force and jaw gap verification tests. No ceramic dots missing. The instrument was fully functional. This complaint is being reported based on the following: it was reported that during a da vinci-assisted surgical procedure, the vse was not sealing. The generator used with the vse instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, the vse instrument did not adequately seal even though the generator provided a signal that indicated that the seal was complete. Although there was no patient injury reported, if these failure modes were to recur, they could cause, or contribute to adverse event. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2020 on system (B)(4). The vse has 0 uses remaining after the last use. The instrument is intended for single-use. No image or video was provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) was not sealing. There was nothing wrong with the instrument. The tips were cleaned, and the instrument was plugged in with no change. A new vse was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issues were noted. The customer was performing a sigmoid colectomy when the surgeon noticed that the vse was not sealing properly. The sealing cycle was short and when the beep occurred to indicate sealing was finished, the mesentery tissue was not sealed. The cut function worked fine. There was tissue effect also observed during the sealing cycle. Per the surgeon, the vessel sealer worked a few times at the beginning of the procedure but then kept failing more than working. The surgeon was using the vse for about an hour, but not consistently. The customer could not recall any errors generated by generator. The targeted tissue was not under tension, it was not greater than 7 mm in diameter, or calcified. The instrument did not come in contact with clips, suture, staples, or other hard metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient. The surgeon was not sure what the cause of the issue was; nothing was done out of the normal scope of use of the instrument during the surgery. There is no image, or video available for review. The reporter could not provide patient-related information.